Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had out of range downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion out of range" was not reproduced. A review of the event history log confirmed g through multiple 'system error 306' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor. The force sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.